Event description:
It was reported when using the bd pyxis¿ anesthesia station es, remote access was unavailable. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote access was unavailable. A field service engineer reimaged the device and purged all temporary to resolve the issue. Restarted the device and device functioned as normal. The system functioned as intended after the field service engineer repaired the device.